Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced repeated scan errors with a freestyle libre 3 plus sensor when attempting to connect sensors to the ilet system, with three sensors failing despite replacements and standard troubleshooting including bluetooth toggling and app reinstallation, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna of the sensor system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the patient and customer care, as well as analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between components, consistent with intermittent communication failure attributed to sensor component issues involving the antenna and related electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.